Event description:
The patient was revised because the surgeon believes too much slope was put into the tibia, and therefore, caused it to pop the femur off, it was tight in flexion.

Manufacturer narrative:
Evaluation was not possible, as the products was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.